Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for premature battery depletion and recommended replacement time (rrt). It was also reported that the left ventricular (lv) lead had high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.